Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was shutting off by itself. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A device history review revealed no issues that could have caused or contributed to the reported issue. The reported problem 'shutting off by it's self' could not be confirmed during evaluation. No component could be determined for causality and therefore no correction was required.  Should additional relevant information become available, a supplemental report will be submitted.